Event description:
Device #1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, the suture broke. A second proglide device was attempted with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). Device #2: part 12673-03, lot# 89013-6h indicated is being filed under a separate medwatch MFR number. The device has been received. The investigation is not yet complete.